Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility reported a dialyzer blood leak that occurred during a patient¿s hd treatment. Additional information was obtained through follow up with the facility administrator (fa) at the unit. The fa stated the blood leak occurred within the first hour of treatment. The blood leak was reportedly internal, and it was visible in the dialysate lines. The patient was dialyzing on a fresenius 2008k2 hd machine, and was utilizing fresenius bloodlines. The fa was not sure if the machine had alarmed; they stated there was no documentation or mention of an alarm. There was no reported damage identified on the dialyzer. The fa stated the blood in the arterial line was rinsed back; the remainder of the blood was not. The patient¿s estimated blood loss (ebl) was approximately 125 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. Additional event details were revealed during a later follow up with the dialysis technician who was present at the time of the event. The dialysis technician stated the machine did not alarm. The technician also stated that the blood leak was visible in the dialysate compartment of the dialyzer, and it was observed approximately 15 minutes into the patient¿s treatment. Blood test strips were not used, because the blood leak was visible. The machine was not pulled from service for evaluation. The dialysis technician stated the patient was able to complete their treatment on the same machine after being re-setup with new supplies. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.